Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had intermittent periods of asymptomatic and brief low flows since a past extrinsic outflow graft obstruction (eogo) correction in the past. The patient started to have low flow alarms that did not appear to be blood pressure related. The patient was clinically well with no signs of heart failure. The low flow alarms were very brief and rarely triggered alarms. It was planned to repeat a computed tomography angiography (cta) and a right heart catheterization as a workup. There was concern that the patient might be gradually developing a new eogo as their original outflow graft was retained and only repaired at the time of the correction.

Event description:
Additional information was received that the low flows were attributed to hypovolemia. The cta and rhc were performed and demonstrated no concerning issues. There were no signs of a new eogo and hemodynamic data showed that the left ventricle (lv) was well decompressed with signs of hypovolemia and no signs of right ventricular failure. The low flow alarms resolved, but sometimes the patient presented with asymptomatic borderline low flows. It was not possible to increase medical management for heart failure due to the patient's borderline blood pressure and the risk of low flow alarms. The patient remained ambulatory and was doing well. The patient's plan of care was destination therapy due to high allosensitization.

Manufacturer narrative:
B7 - other relevant history, including preexisting medical conditions: corrected manufacturer's investigation conclusion: there were no device related issues with heartmate (hm) ii left ventricular assist system (lvas), serial (B)(6), reported or identified through this evaluation. The submitted log files collectively contained events from 05oct2024 through 29oct2024. Low flow hazard events were captured on 13oct2024, 14oct2024, 16oct2024, and 18oct2024 through 29oct2024. No other notable events were captured. The pump appeared to function as intended and operated at or above the low-speed limit (lsl) for the duration of the file. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU), rev. C, and hmii lvas patient handbook, rev. C, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This section also provides an explanation of all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, provides more information regarding all pump parameters and also describes situations which may result in a low flow hazard alarm, including changes in patient conditions. Per design of the system, once each monitoring cycle, the calculated average flow value is compared to the limit (2.5 liters per minute (lpm)). If the calculated value is less than the expected value, a low flow hazard is posted to the log file. A ten second delay is imposed between the detection of a low flow hazard alarm condition and the activation of the associated audio and visual indicators on the controller. Section 6 of the IFU, ¿patient care and management¿ (under ¿pump performance monitoring¿), explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 6, under ¿caution!¿, further explains that physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, can result in reduced pump flows as long as the condition persists. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.